Event description:
The patient was placed in yellofin stirrups and prepped and draped in normal sterile fashion in dorsal lithotomy position. After the bladder was drained, a graves speculum was used to visualize the cervix. The cervix was then grasped at the anterior lip with a single-tooth tenaculum. The uterus was then gently sounded to 8.5 cm. The cervix was then gently and progressively dilated to 14 using hanks dilator. Cervical length was determined using the suresound device and determined to be 3 cm. The cavity was sounded to 8.5 cm. The novasure apparatus function was tested. The apparatus was easily inserted into the cervix. The apparatus was deployed and moved in all directions, so that the device filled the uterine cavity. The cavity was determined to be 3.9 cm. The device was activated and co2 test initially was not passed. It was reattempted by adding an additional tenaculum and vaseline gauze at the cervical os to obtain a better field and co2 test was still not passed at that point. At that point, it was decided to enter and visualize the uterine cavity for any possible perforation. On entry with the hysteroscope, left and right ostia were visualized and no perforation was noted. No perforation, no polyps or fibroids were noted and normal-appearing endometrium was seen. The hysteroscope was removed and a new machine was used for co2 testing with the same initial novasure device. The co2 test still had not passed and therefore it was decided to use a new novasure ablation device. Upon entry with the new novasure ablation device, co2 test passed and ablation successfully begun. Ablation was 1 minute 45 seconds set at a power of 118. Device was removed with good charring noted on the fan.